Event description:
The customer reported a variance between the inratio inr results. The results are as follows: initial inratio= 3.2, repeat= 2.1. Patient self tester's therapeutic range is: 2.5-3.5.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. The patient was reported to be anemic, but a hematocrit was not provided. Anemia with a hematocrit of less than 30% was identified as a condition that may contribute to discrepant inr results. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.